Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced high blood glucose. The customer's high blood glucose reading was 400 mg/dl. The caller reported that the customer was feeling nauseous. The customer treated their high blood glucose with insulin shots. The customer will not return device for analysis.